Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a frayed cable was noted, there were no other functional failures that could lead to patient harm, and there was no non-intuitive motion (reversed) or uncontrolled motion. The instrument was not stuck/clamped shut on patient tissue. The procedure was completed robotically.